Event description:
AED deployed to attempt resuscitation. Pt was not resuscitated.

Manufacturer narrative:
(B)(4). Issue is being reported due to outcome. Initial info indicates that presenting ECG was asystole.